Manufacturer narrative:
Block b3: exact date unknown, event occurred in 2018. D6b: explant date: 2018 additional suspect medical device component involved in the event: product family: scs-paddle leads upn: m365sc8336500, model: sc-8336-50, serial: (B)(6), batch: 2000017600.

Event description:
It was reported that the patient underwent an explant procedure due to a back surgery. It was unknown if the said surgery was device related. The explanted device components were discarded by the medical facility. No further information could be obtained despite good faith efforts.